Manufacturer narrative:
Findings: unit received with currents in spec. Unit unable to prime during prime/a33 test due to faulty fsr (g) no motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.